Event description:
A patient who had been treated for an abdominal aortic aneurysm in 2000 recently underwent an open conversion. The patient anatomy and aortic disease progression had changed causing graft migration. The physician resected the proximal end of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component and resolved the issue. No further information was provided.